Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# n(B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room 4 or 5 days prior to the report because the suture line ¿de-hissed¿ or opened up. It was noted that this was the reason that the patient was in the rehabilitative nursing care at the time of the report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a 50% or greater symptom reduction. It was stated that no device component was involved in the reported event, it involved the incision. It was reported that there was surgical revision of the wound and lead. It was reported that the patient recovered without permanent impairment. Additional information received reported that the physician took the patient to surgery to do additional work on the pocket. It was stated that the device was currently functioning fine. The manufacturer¿s representative stated that ¿as far as I know the patient was doing well.¿